Event description:
Dealer stated that the (B)(4) power chair has a smashed joystick and broken toggle switch due to alleged hard impacts by end user. Dealer did not witness impacts. The chair was stuck in elevate due to busted electronics. Dealer feels that the end user has trouble controlling the chair.